Event description:
Manufacturer ref.#: 390172.

Manufacturer narrative:
The compressor transformer was concluded onsite to be faulty by the field service engineer. The replaced transformer has not been returned for investigation, but the problem is a known issue. The reported issue has been investigated by the manufacturer and the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to adress the verified issue was implemented during week 51, 2019.

Event description:
It was reported that the compressor did not start. There was no patient involvement. (B)(4).